Manufacturer narrative:
The device was not returned to mmdg, and an evaluation has not been possible. Also, because the initial reporter did not provide the administration set's lot number, a review of the device history record has also not been possible.

Event description:
The initial reporter stated that a set of IV "tubing had a hole in it and pharmaceutical leaked out." No injury was reported. (B)(4).